Event description:
According to the reporter, during a laparoscopic hernia procedure, after the insertion of the device, the obturator broke when trying to pull out of the trocar. Another device was opened and used to complete the case. No patient injury.